Event description:
It was reported that the bd¿ blunt fill needle packaging was unsealed before use, compromising the product's sterility. This occurred on 5 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "packaging unsealed so needle not sterile".

Manufacturer narrative:
H.6. Investigation summary: 16 samples were received. 15 needles came in partially sealed packaging blisters with one of them marked as ¿wrong¿. Another one has the sealed packaging blister with a handwritten note as ¿normal¿. All have the plastic shield. About 50% of the packaging blister is sealed. The top web has a red section which is the area not sealed. This red color section should have had removed from top web roll, before the printing process. It didn¿t happen and the next processes didn¿t notice them. The top web rolls come with no printing. They are taken to the printer where they get printed according to the production schedule. The roll is set for printing and inspected. At that time this red material should had been removed. It didn¿t occur and it was not detected by the next processes. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ blunt fill needle packaging was unsealed before use, compromising the product's sterility. This occurred on 5 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "packaging unsealed so needle not sterile."